Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant, the right atrial (ra) lead was repositioned twice until a good position was found and the pocket was closed. But when fluoroscopy was done once more at the end of the procedure it was seen the lead had become dislodged. The pocket was re-opened and the ra lead was repositioned and it was not possible to get good fixation and it was thought there was something wrong with the lead helix. The ra lead was explanted and replaced. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092, implantable pacing lead 2013-(B)(6), 37602 implantable pulse generator 2013-(B)(6), 74820 neuro extension 2006-(B)(6), 3387 deep brain stimulation lead 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.